Event description:
It was reported that the device triggered end of life (eol) alert due to a charge circuit timeout. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Hybrid analysis confirmed that the device incurred charge time out (cto)s with the original device battery. The device could provide a 35 joule (j) charge within nominal charge time when using an external supply. The device was fully functional and no hybrid anomalies were found. This device was included in a field action, and product analysis found that the device did perform as described in the field action. If information is provided in the future, a supplemental report will be issued.